Manufacturer narrative:
(B)(4); the device was not returned for evaluation but is anticipated. A device history review was obtained for lot number 82717. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
On (B)(6) 2018 when taking the cryof probe out of the carton, the staff recognized that there is a little hole in the pouch so that the sterile situation was unclear. They opened another cryof and proceeded with case. The procedure was prolonged for five minutes. No harm to patient.

Manufacturer narrative:
(B)(4) the device was returned for evaluation and visually and functionally tested. Lot number 82717 was returned and complaint is confirmed for a 2mm hole in the tyvek. Device will be scrapped out of inventory per the established procedure.